Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardened nodules and granulomatous reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. A review of the device history record has been initiated. If any deviations are noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips, "code bar," and marionette lines and there were no intercurrences. Seven months after the injection, the patient developed hardened nodules at the injection sites. Patient was treated with prednisone a week later and there were no improvements after 5 days. The patient was reviewed by the healthcare professional and palpable hardened nodules were observed inside the mouth, "code bar," and marionette lines. There was no edema or erythema. The healthcare professional performed an excision of the major lesion on the left side of marionette lines for a biopsy. Biopsy results showed exuberant histiocystic reaction to an exogenous material. The material could not be classified, but a sample was sent to identify the material which caused the granulomatous reaction. Antibiotics were also provided but the patient had refused to take them. Patient also refused treatment with intralesional steroids ands hyaluronidase. Symptoms are ongoing and patient preferred to remain with the intra oral nodes.